Event description:
Report 2 of 3. Report received from (B)(6) stating that during a surgical procedure, "smoke" was coming from the joint between the device and the csr60 (perforator driver attachment). The reporter also stated that the "bar fell off" the device. It was unknown to the reporter whether or not there was a delay in the surgical procedure. There were three spare device available for use. It was unknown if medical intervention was required. The pt information was unknown to the reporter. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. The device is not available for evaluation. If additional information is received, a supplemental report will be sent.